Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver normal saline. Analysis of the pump found high resistance across the battery. The catheter (n204191027) was returned for analysis. Analysis of the catheter found coring, tearing, cuts in the seal that met leak criteria.

Event description:
The pump and catheter were returned and underwent routine analysis. The patient's indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.